Event description:
The customer reported non-reproducible troponin I (accutni) patient results involving access 2 immunoassay system. The customer stated troponin I result was positive and recovered negative on the other access 2 system. The discrepant results were not released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the rotor for the wash valve was loose at the set pin which holds the rotor in place on the shaft. The fse replaced the wash valve rotor, performed and verified all pipettor alignments, performed high sensitivity (hs) system check and precision; all results passed within specifications. The system met specification requirements per established procedure. The unit conformed to the manufacturer's performance specifications. Eval code: rotor. The customer stated the original patient sample is aliquotted from the primary tube to a secondary tube, re-centrifuge the sample, aliquot, and retest the sample in duplicate. The customer stated no system errors were noted. Quality control (qc) recovered within specification. This medwatch report is related to MDR 2122870-2012-00961.